Event description:
It was reported that this right ventricular (rv) lead has historically exhibited elevated, out-of-range shock impedance measurements (130 to 135 ohms). However, the shock impedance recently rose to 160 ohms. Prior to a device replacement procedure for normal battery depletion, the physician checked the lead and noted that all other sensing parameters were in-range with no evidence of noisy signals. The physician proceeded with the replacement procedure, and a shock impedance measurement of greater than 200 ohms was noted when connecting this lead to the new device. The lead-to-device connection was confirmed and standard post-implant integrity testing revealed out-of-range shock impedance with a delivered shock (greater than 125 ohms). The physician elected to surgically cap and abandon this lead, and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. This rv lead remains implanted, but capped and out-of-service.